Event description:
It was reported that when using the device, the hose between the patient and the drainage bag was broken causing a fever in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.